Manufacturer narrative:
The device has not been returned to MFR so the root cause of this incident has not been definitively determined. Analysis of complaint trending info was performed and no similar complaints from this lot concerned have been filed.

Event description:
Customer states that when trying to remove polyps, they were unable to achieve cautery with the device. It was disclosed to the company that there was no injury to the pt.